Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Date of insertion is an approximation. The patient stated he lost consciousness due to not receiving a low alert for hypoglycemia. An ambulance was called, and the patient was given a glucose injection. He woke up, did not require hospitalization, and stayed home to recover. It was reported that during the event, the dexcom was displaying a sensor error. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.